Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved with no further actions planned.

Manufacturer narrative:
Concomitant product: product ID 3487a-56, lot# va09n88, product type lead. (B)(4).

Event description:
It was reported that patient had high impedance >20,000 ohms on contact 11. Diagnostics were performed and the patient was reprogrammed. There were no signs or symptoms reported. The event outcome remains ongoing, if additional information is received, a follow-up report will be sent.